Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced local stimulation due to the right ventricular lead. The lead output was lowered, which resolved the stimulation, and the lead remains in use. No further patient complications have been reported as a result of this event.